Event description:
The lay user/patient's wife contacted lifescan in 2007 and alleged that the patient was not able to test on his one touch ultramini meter at the time of the event and when they were able to obtain results, they were reading inaccurately high. The medical affairs specialist was unable to reach the reporter/patient via phone after several attempts. A letter was sent to the address provided. The wife reported that on the morning of june 5, 2007, the patient suffered from a "diabetic coma." However, at that time, the patient was using a non-lifescan meter and was advised by the emt to "get rid of it" since it was "off by 75". Later that same morning, the patient was seen by his endocrinologist and was given a one touch ultramini meter (subject meter) to use. It is not known, if the patient used the subject meter through the rest of the day. The next morning, the patient attempted to test on the subject meter. However, per the wife, he was not able to test by himself (reason for not able to test is unknown). However, his daughter and wife then attempted to test him, but had a hard time getting blood from the patient to perform the test. The daughter then noticed that, the patient could not stay awake and soon he became unresponsive. They called the ems and when they arrived, the wife was able to perform a test on the subject meter with a result of 68 mg/dl. Three minutes later, another test was performed on subject meter with result of 40 mg/dl (meter's memory). The emt meter result around the same time was 34 mg/dl. Therefore, the subject meter and the emt meter correlated. The patient was treated with glucose. The wife also reported that, after the patient was administered the glucose treatment, the subject meter read 291 mg/dl and the emt meter read 225 mg/dl, performed at the same time. Based on this comparison, the meter/strips are within specifications. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration/discard dates. The wife was walked through a control solution test, which passed within range. Although it is unknown, if the patient had used the subject meter prior to the morning of the event, this complaint is reported because the reporter alleged that the patient was not able to test on the reported meter (due to unknown issues) and later became unresponsive. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.